Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The lot number is unknown; therefore the device history records are unable to be reviewed. Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of four for the same event, reference 1032347-2016-00402 through 1032347-2016-00405.

Event description:
It was reported four days after the operation it was identified that four screws had loosened/backed out from the lower part of the breast bone. One week later, a revision was conducted. During the operation, the surgeon identified the screws on the center of the breast bone almost "dropped off" and some of the screws were bent.

Manufacturer narrative:
One x-plate (73-2623) was visually evaluated and shows signs of normal use. The plate is bent to the patients anatomy. The plates threads were not dimensionally evaluated due to the plates use. The complaint that the screws backed out cannot be verified. The most likely underlying cause of this complaint cannot be determined. Potential causes are the locking threads stripped during insertion and screw inserted off-axis. It is also not known if the screw was fully seated into the plate as described in the surgical procedure. In the absence of postoperative images/x-rays or any information from the surgeon, it cannot be confirmed if the screw was placed into the sternal bone per the IFU. Because of these reasons, the root cause in this case cannot be determined. There are no indications of manufacturing defects. Describe event or problem was updated based on clarification received from the complainant. Date received by MFR, device evaluated by MFR?, and evaluation codes were updated based on the completion of the device evaluation. Supplemental report two of four for the same event, reference 1032347-2016-00402-2 through 1032347-2016-00405-2.

Event description:
The customer responded to the request for clarification to what was meant by the screws dropped off from the sternum? They responded the screws backed out of the plate and the bone.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report two of four for the same event, reference 1032347-2016-00402-1 through 1032347-2016-00405-1.